Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the battery could not charge. Further information was provided that this was caused by a loose ac connector. There was no adverse patient impact reported.